Event description:
It was reported to philips via the national medical products administration (nmpa) that during a right lower limb arterial angiography procedure, the system shut down and did not reboot. As a result, the procedure was aborted, and the patient was transferred to another hospital to complete the procedure an investigation into this complaint has been initiated by philips. The complaint device 722281 is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.